Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. No intervention was performed. The ICD was later observed to be connected. There were no patient consequences.

Manufacturer narrative:
The reported issue of an inability to pair was confirmed. Based on the information available, there was an inconsistency between the serial number (sn) that was in the merlin.net patient profile and the sn of the implanted device. The sn has since been corrected in the patient profile and device function returned normal.